Event description:
The dentist reported a screw fracture. Implant remains placed.

Manufacturer narrative:
The titanium hexed screw was received. Visual inspection revealed the screw had fractured from the base. The screw threads as well as the shank surface had a large amount of wear damage. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.